Event description:
On (B)(6) 2010, pt reported she is receiving elevated blood glucose. Pt reported, she doesn't believe the infusion device is giving her the correct amount of insulin. Pt stated, the elevated readings started on (B)(6) 2010. Pt reported, she was getting readings between 400-500 mg/dl. Pt stated, she treated herself with additional insulin injections. Pt reported, she did notice air in the infusion tubing. Pt's normal blood glucose range is 90-150 mg/dl. Pt reported, she required very little insulin to maintain her blood glucose and she has given herself over the amount needed to bring her blood glucose down. Pt stated, she has not received any error messages or occlusions. Pt reported, the infusion device will deliver the insulin, but a small amount. Pt stated, she believes when the infusion device shows it is giving a unit of insulin, it is not giving a full unit and is giving a lesser amount. Pt reported, she has switched to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. On follow up call on (B)(6) 2010, pt reported her blood glucose had gone down to the normal range within 2 hours of switching to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the infusion device and infusion set for eval.